Event description:
It was reported that, "handle bars are coming loose on rollator after screws have gotten loose as well".

Manufacturer narrative:
It was reported that, "handle bars are coming loose on rollator after screws have gotten loose as well". Per pictures and video it was shown that customer is missing a height adjustment knob and the backrest has a broken locking pin. No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.